Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer reported issue was confirmed. The customer stated there was no patient involvement.

Event description:
Failed preventive maintenance barrel clamp assy- damaged/cracked case rear- damaged/cracked soft fault- other- specify in comments case front- damaged/cracked handle- damaged/cracked cosmetic defect flange gripper- wiper seal damaged carriage assy- tube drive bent carriage assy- split nut damaged/worn iui- isolation rib damage (B)(4).